Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that catheter resistance occurred in the middle section. The coil came out of the introducer sheath smoothly. There was a kink in the catheter observed after removal. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was falling back. Additionally, the doctor was not able to make first loop. The coil was stretched. There was friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The physician repositioned the coil once during the procedure. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. It was noted the patient's blood flow was normal and vessel tortuosity was severe. Ancillary devices include a echelon 45 microcatheter, chikai 010 guidewire.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: the axium prime device was returned for analysis within a shipping box, within an opened axium prime outer carton, within an opened axium prime inner pouch within a dispenser coil. The already detached implant coil was returned further partially within the introducer sheath with the distal implant extending out the distal introducer. The unknown echelon micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium prime pusher was found kinked between ~40.0cm and ~43.0cm from the proximal end (figure c) and kinked at ~118.1cm from the proximal end (figure d). The axium prime implant coil was found separated/broken from the detach element at the coil shell weld with the polypropylene filament also broken (figure e). The implant coil was found severely stretched within and outside the returned introducer sheath (figures f g) testing/analysis: the axium prime device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, incompatible micro catheter, damaged micro catheter or tortuous anatomy. Customer reported continuous flush was used, devices were prepared per IFU, and vessel tortuosity as severe. It is possible the severe tortuosity contributed towards the failure. The returned axium prime coil was confirmed to have ¿coil stretch¿. It is possible the damage occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance. Customer report of ¿coil loop in parent vessel¿ cannot be confirmed through device analysis and no images/videos were submitted for review. Possible causes are patient vessel tortuosity, catheter tip under stress, catheter kickback, or catheter placement. Customer report of ¿coil-shape-loop size¿ was confirmed, likely due to the damaged/stretched implant coil. As the echelon micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance/damage could not be determined. The axium prime device is compatible with all versions of echelon micro catheters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.